Event description:
It was reported that customer experienced continuous glucose monitor error and sought assistance. There was no reported impact to the customer¿s blood glucose level. Customer was provided with instructions to perform complete pump reset and planned to reset pump when ready and contact support again if problem continued.